Event description:
The defibrillators were inspected and the output was tested and verified. Then placed into service. Three days later while trying to resuscitate a pt the 1st defibrillator gave a failure code of bridge short and failed to operate. Then medical maintenance checked all the m series defibrillators and found another defibrillator with the same problem. This is rptr's initial assessment/report, no recommendations at this time. The pt was brought to the hosp who immediately coded. The defibrillator failed as described. The pt died. Zoll has representatives now at facility checking out the units and trying to determine what caused the failure. There was an order to "do not resuscitate" from the family. Not known if this was before or after the incident.